Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that temporary patients were configured with an expiry time. The technical support specialist (tss) provided guidance to the customer on configuring the temporary visit expiry during patient creation under settings. Customer applied the configuration successfully. The system functioned as intended after the technical support specialist (tss) investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, temporary patients expired to auto discharging. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.